Manufacturer narrative:
The device was evaluated by ventec where the reported issue of low inspiratory tidal volume (vti) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. Further root cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer returned their device to ventec for unrelated repairs. During the device evaluation, ventec observed that the inspiratory tidal volume (vti) levels were low. There were no reports of patient involvement associated with the reported event.